Manufacturer narrative:
Baxter received and evaluated the device.  A device history review revealed no issues that could have caused or contributed to the reported issue. The reported condition was verified. The device was found out of specification in relation to the reported missing door shims which was observed during evaluation. The reported missing door shims were verified through a visual inspection which identified the device was received without direction of flow shims and found to be caused by an external influence. The device underwent case shimming to correct this condition. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump was missing door shims. There was no patient involvement. No additional information is available.